Manufacturer narrative:
Exact date unknown, event occurred couple of days ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7105499.

Event description:
It was reported that the patient experienced procedural pain. No device malfunction was suspected. The trial leads were pulled out and discarded.